Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that at the completion of a stress echo study, the ultrasound system displayed an imaging initialization error and would not boot. The system displayed a img_29 error which is related to the software. There was no loss of data, so the study was not repeated. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the root cause analysis of the reported phenomenon. The issue was investigated and the likely cause of the system crash was because of unexpected power off due to the broken syspreset file. This crash likely occur when the battery is discharging when it is on standby mode or unplugging the power cable during exam.